Event description:
The customer stated the following: when viewing the segment no. 39, click '' show dvh" of cord. After that, selected "show dvh" of target 1, at the time, I found the position of negment no. 39 had been changed suddenly, and I also noted the collimator angle had been changed from 50.0 degree to 5.0 degree. The other parameters haven't any change. Followed that, repeat to calculate, and the isodose lines also changed.

Manufacturer narrative:
MDR has been filed based on the request of an FDA inspection. The plan is calculated correctly (ie using the new, if unwanted, collimator angle) after the problem occurs. In other words if the user goes through a normal clinical workflow, the likelihood of mistreatment occurring is judged to be very small. Either the optimizer will naturally reduce the weight of any segment which contributes only dose to a critical structure or for a manual planning technique, if the problem segment is significant, the resultant isodose calculators would now show a good resulting plan and the doctor would not authorize its use. Corrective action already in place: user notice u102 "visual dvh request in precise plan may result in an undesired collimator rotation of the selected segment" has been sent to customers to inform them of the potential and what steps should be taken. A commitment has been made to include a fix for this in the next release.